Manufacturer narrative:
B4: information added. Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery using footprint ultra in the process of anchor knocking, the anterior segment of the anchor broke. The broken anchor nail was removed using tweezers. The procedure was finished with a non-significant delay using a smith and nephew back up device in the same bone hole. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the anchor is fractured. The anchor is missing several threads, and there is debris. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the sutures were not returned with the device. The anchor is fractured and missing several threads. There is debris on the anchor and shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that, during a shoulder cuff repair surgery using footprint ultra in the process of anchor knocking, the anterior segment of the anchor broke. The broken anchor nail was removed using tweezers. The procedure was finished with a non-significant delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopic surgery using footprint ultra in the process of anchor knocking, the anterior segment of the anchor broke. The broken anchor nail was removed. The procedure was finished using a smith and nephew back up device. It is unknown if there was any surgical delay as a consequence of this problem. Patient was not harmed as consequence of this problem.